Event description:
In (B)(6) 2010, an elevate anterior device was implanted. Initially the patient experienced groin pain that improved. In the last six weeks the patient experienced increased pain and painful urination. Intervention undertaken was to "cut" the right elevate mesh arm at the bladder neck. Patient outcome is to be determined.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.